Event description:
The customer reported that vasoseal was used on 6/5. Pt presented on 6/7 with groin pain, a large hematoma that had a 1 cm blister at puncture site. Site was cleansed and redressed. Pt returned next day for f/u. Site was cleaned and redressed. Pt returned next day for f/u and was treated with intravenous antibiotic and oral antibiotic. Culture revealed staphylococcus.